Event description:
When the catheter was implanted, the catheter "dislodged". The dislodgement was confirmed via dye study. The dislodgement was "corrected at implant". The patient's medication was increased approximately 2 weeks prior to the date of this report. The patient felt no difference in therapeutic benefit. It was noted the increase was "helping a little, but not as much as it should". The patient subsequently he went to the chiropractor and had an adjustment. 2 days following the adjustment, the patient noticed that when he sat down, he experienced numbness in his right quadriceps. The patient was unsure if the numbness was related to the pump or drug; the patient had an appointment with the hcp to discuss the issue. The pump contained fentanyl and bupivacaine. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that patient had an appointment the week following the date of this report to go talk to his doctor about dosage increase. The patient went to the chiropractor for pain in his right foot because of an amputation. The numbness patient felt after seeing the chiropractor ¿eventually went away when the patient stood up.¿ ¿bladder and sensitivity¿ was noted. It was also noted that the medication was ¿not helping the patient¿s foot at the time.¿ the catheter ¿fell out of his spine¿ during the trial.

Manufacturer narrative:
Patient programmer model 8835 serial# (B)(4) catheter model 8711 serial# (B)(4) implanted: (B)(6) 2012 explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).